Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported 6 months post the index procedure a CT scan identified a type ia endoleak. Intervention was completed with the addition of a endurant ii cuff (28x49) and 6 endoanchors and the event was resolved. Per the physician, the cause of the event was likely due to patient neck dilatation. No additional clinical sequelae were reported, and the patient is fine.